Event description:
It was reported that a revision surgery was performed due to tibial baseplate breakage.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical/medical team noted: this complaint from the united states reports a unicompartmental tibial baseplate breakage. The knee was revised to a total knee. No report of trauma or fall was given. No clinical/medical documentation was provided, nor any x-rays. The broken component was not returned for examination. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the risk management file and instructions for use document for this failure mode could not be performed due to no product information was provided. A root cause could not be determined at this time. ) based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.